Event description:
Pt presents to hosp with history of falls and loss of consciousness over past 7-10 days. Also experienced syncope episode in 4/94. Lead model number prone to insulation failure and on recall list. Decision made to replace lead and pacemaker (near end of life). Proximal portion of lead removed and replaced.